Event description:
It was reported that during a rotational atherectomy procedure, a patient complication occurred. No further information is available regarding the procedure, patient or complication. In the opinion of the physician, the complication was not caused by the products.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history , historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.